Event description:
The customer stated, she was hospitalized for high blood glucose. No blood glucose readings were reported. Troubleshooting was performed and the insulin pump passed the required tests. The customer also stated that she is frequently hospitalized because she is a very brittle diabetic and she has no sense of when she experiences high or low blood glucose levels.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.